Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the provided image was performed and it was observed that the force bipolar instrument's molded insulator (gray plastic) was broken, causing the grip to become dislodged. The broken molded insulator appeared to have missing pieces.

Event description:
It was reported that during central processing, the force bipolar (fb) instrument tip was fractured. There was no report of patient involvement.

Manufacturer narrative:
The force bipolar instrument was analyzed and found with damage molded insulator. The damage was located at the grip base. A piece measuring approximately 0.266" x 0.062" was found to be broken and not returned with the instrument. There was no damage to the conductor wire. The instrument grips were manually manipulated and passed the electric continuity test on 3 of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.